Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). Product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6)/(B)(6). Batch: (B)(6)/(B)(6).

Event description:
It was reported that the patient experienced inadequate pain relief due to spinal cord stimulation (scs) lead migration. The patient underwent a procedure wherein the leads were replaced and placed in a better location. The patient was doing well postoperatively. The explanted leads were discarded and will not be returned. No device malfunction was suspected.